Event description:
The customer ran a blood test on a contour next one meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. Replacement meter kit and test strips were sent to the customer.